Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility by three (3) emails; patient treatment settings, patient information, patient photos, which were not provided by the user facility. No clinical evaluation was done by lumenis as no incident forms were sent by the user facility. Lumenis service engineer visited the site and noted that the customer reported that ultimately only slight skin irritations occurred without late effects in a patient. He concluded that system-related maintenance carried out according to lumenis specifications, including cleaning the system; cooling hoses checked malfunction is not the suspected cause of the event. While the information received to date does not confirm that a serious injury occurred, due to the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an 'abundance of caution'. Should significant additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A foreign facility reported that during a procedure with lightsheer duet a patient was burnt. The facility reported on cooling problems.